Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Healthcare professional reported "folds" and "rotation of left patch towards anterior region."

Event description:
Patient reports right side capsular contracture baker grade IV. Additional report of "folds" and "rotation of left patch towards anterior region." The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, device information, implant date, implanting and explanting physician and authorization to contact physicians has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reports right side capsular contracture baker grade IV. Device remains implanted.